Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2022-00155; 341-12-706, s809 - trauma, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Patient presented to the ER this a.m. After a fall directly onto his left knee, resulting in a complete dehiscence of his arthrotomy, and the avulsion of his quad tendon from the patella. An I&d with poly exchange and quad tendon repair was completed.